Event description:
It was reported to olympus that evis lucera ultrasound gastrovideoscope had foreign material adhered to the tip. Upon inspection and testing of the returned device, it was noted that the tip fixation screw adhesive was detached. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. It was noted that the bending section adhesive was cracked and the protector of the scope connector side had a cut. The grip, objective lens and connecting tube had scratches. The paint on the cylinder was peeled. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
Correction: h8 - reuse should have been selected on the initial report rather than unknown. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The cause of foreign material was unable to be identified as the event was unable to be reproduced and has been unable to be replicated. There were no obvious deviations in reprocessing. It was confirmed that there was a lack of adhesive at the tip of the screw hole; however, there were no abnormalities in the manufacturing history. Olympus will continue to monitor field performance for this device.